Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab (within 1.5 hours between each test). Results as follows: date: (B)(6) 2009. Inratio: 4.3. Lab: 2.9.

Manufacturer narrative:
May-12-2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2000. Inratio: 4.3. Lab: 2.9. Mean: 3.60. Confidence-limits: 2.2-5.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but product will be investigated if it is returned. No corrective action is required at this time, as no product deficiency was established. As of today, may-12-2009, no product has been returned. No further investigation is required.